Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a procedure, the ar-1788j-cp, tip broke off. No further information provided. Further information requested. Additional information provided 7/9/21: procedure being performed was a brodstrom ligament repair. The tip of the implant broke off during insertion. The device did not break inside of the patient and the case was completed by using a new ar-1788j-cp kit.